Event description:
It was reported that the customer had high blood glucose levels. Customer's blood glucose level went high extremely fast. Customer removed the infusion set and it was bent. Customer's mother stated that it was like it never went into his body. Customer's mother thinks it was more user error than product failure. There was a bent cannula but customer did not go to the hospital. It will be replaced as a courtesy. Incident occurred around (B)(6) 2014. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.